Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons, frozen display or power loss alarm due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display after being exposed to moisture. The customer stated the insulin pump fell into the lake. Customer got keypad anomaly. Customer stated they had broken pump. Customer stated the battery was changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.